Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual product code associated with this event is not known. The possible product code is: (B)(4).

Event description:
It was reported that a patient underwent a right open reduction internal fixation distal radius fracture procedure on (B)(6) 2013 and suture was used. The patient experienced red, irritated, and visible sutures. A warm compress was given. The patient was reported as healed.